Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that caller reported they are at their "wits end with this thing" and stated they are having problems with the device. Caller reported they don't know if it's an issue with the battery or if it needs to be "restarted" and reported pt can't get their implant to remain on. Caller reported pt's implant keeps turning itself off. Caller was not with pt at time of the call to complete troubleshooting. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as caller was not with pt at time of call to complete troubleshooting. The caller was redirected to sent email to reps per caller's request to contact caller to assist pt. See (B)(4) for the report of caller mentioned previously reported event that pt was "cardioverted" a couple months ago. Caller stated at time of cardioversion they told hcp that pt's device might be impacted. Caller reported "the first time it was impacted patient couldn't use it, then they were able to get it started up again". Caller reported "then the second time it would not start in the hospital and the medtronic rep came and helped patient get it started again" (caller stated this was in maybe may or june, 2022). Caller reported pt has had problems since and pt "can't get it started". Caller stated rep is the only medtronic rep in new york city and stated rep is not responsive to calls/texts. Caller stated pt's previous manging hcp is no longer in new york city so pt does not have an hcp to be seen by. Caller mentioned previously reported event that pt had cardioversion and implant wasn't working following that- (B)(4). Agent tried to clarify if this same issue has occurred again and caller stated they don't know the "exact terminology" with pt as pt was not with caller on the call but stated they guess they are having trouble with it staying on. Caller stated medtronic rep was notif ied of previous issue when hospital reached out and had pt come back to hospital to assist pt. Caller stated rep would have been notified "probably on the date you have in your notes when patient went to the hospital rep was the one who came back" (B)(4). Please note, agent had a difficult time following time line of event and rep notify date information. Agent made best attempt to collect all relevant event information. No alleged rep awareness of current event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.